Manufacturer narrative:
One opened probe was received with a tip protector and the tubing and connectors cut off and not returned, in a tray with other items, for the report of had no cutting and found broken part of probe during surgery. The returned sample was visually inspected and found to be non-conforming with the needle broken at the port, white foreign material inside of the needle, and the needle slightly bent. Functional testing was unable to be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the slightly bent needle. A photo and a video of the product are attached to the parent file and have been reviewed by the manufacturing site. Both the photo and the video confirm that the tip of the probe is broken. The reported cut failure cannot be confirmed in the photo or video. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that the probe had a broken tip. The reported cut failure could not be confirmed due to the broken tip. The exact root cause of the broken tip, as well as the bent needle, cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure could not be confirmed and an exact root cause for the broken tip and bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had no cutting and found broken part of probe during vitrectomy surgery. A reflective foreign metal object on the surface of the retina was removed. The surgery was completed after a new replacement. There was no patient harm.